Manufacturer narrative:
The problem was resolved by sending replacement avc ECG/iup c-xdr (453564833151) ,which is considered as all that is warranted for this malfunction. The device remains at the customer site.

Event description:
In this case, it was reported the "ECG/iup transducer does not work, after replacing the cable, the tracing is not correct. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the ECG/iup transducer does not work, after replacing the cable, the tracing is not correct. Patient involvement is unknown.